Event description:
It was reported that an unspecified cartridge alarm occurred during the load sequence. A cartridge change was performed to address the issue. The customer's blood glucose level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.